Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ head. No product was returned; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a case study journal article, at the two week follow up after a total hip arthroplasty, the patient noted an abnormal noise in the hip. X-rays revealed abnormal eccentric articulation of the femoral head with the shell with concerns for the liner disassociating from the shell. The patient ultimately underwent a revision surgery where the surgeon noted damage to the femoral head as well as to the anterior and posterior tabs of the poly liner. The head and liner were removed and replaced while the cup and stem remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00410. Citation: doi: 10.7759/cureus.25119.